Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, user informed the technical support engineer (tse) that there were issues with the erbe system during a second case, necessitating the transfer of the procedure to another system with a functioning erbe. The tse reviewed the logs and identified numerous errors indicating a checkmaster failure, suggesting that a replacement was necessary. The user converted to another dv system to proceed with the procedure.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electro surgical unit (iesu) for failure analysis investigation. The iesu was analyzed and visual inspection revealed scratches on the cover; otherwise, the unit appeared to be in good condition. The erbe was tested on the system and repeatedly booted to error u-02 which indicates check master failure. The unit will be sent to the OEM for further investigation. The probable root cause of the error u-02 attributed to faulty cable on the syscheckmaster inside the erbe. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.